Event description:
On 04/28/1998 following a cardiac catheterization procedure, an angio-seal device was deployed in a pt's right groin. Within one week of deployment the pt reportedly began to develop symptoms of claudication (pt has history of bilateral calf claudication). An aortogram was performed which identifed a total occlusion of the superficial femoral artery with 90% stenosis of the profunda femoris. The pt's symptoms progressively worsened; pt was therefore admitted and taken to the or on 06/03/1998 for an ischemic right lower extremity. The surgeon identified what surgeon thought was device collagen located anterior to the superficial femoral artery as well as inside the common femoral artery. A moderate amount of posterior plaque was also noted in the common femoral artery at this time. A right femoral to intragenicular popliteral bypass utilizing reversed saphenous vein was performed with flow restored. A specimen was removed and sent to pathology. The diagnosis was atherosclerotic plaque with organizing thrombus. As of 06/29/1998 there has been no further report of complication or pt sequelae made to the MFR.